Manufacturer narrative:
The device history records were reviewed for any deviations related to the reported defect of the complaint. The review confirms that the lots met all material, assembly and performance specifications. A review of the (B)(6) 2015 navilyst medical complaint report was reviewed for the bioflo pasv PICC product family and the failure mode "hub broken/cracked." No adverse trend was identified. No sample was returned, and without receiving product back for evaluation, we are unable to definitively determine a root cause for this incident. A potential root cause for the cracked female valve housing may be due to over-tightened connections with a mating male luer (likely a needless connector). ((B)(4)).

Event description:
As reported, an indwelling bioflo PICC device was removed due to a cracked hub/luer. Prior to the crack occurring, blood had been backing up in the device. The used device was discarded at the hospital.